Manufacturer narrative:
(B)(4). The device was implanted during the procedure on (B)(6) 2015. However, a portion of the device broke off as the instrument was removed. An incomplete device remains implanted in the patient. The complainant part is not expected to be returned for manufacturer evaluation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a preoperative diagnosis of degenerative disc disease (ddd) and lumbar spinal stenosis at the l2-l5 disc levels. During a surgical procedure on (B)(6) 2015, the patient was implanted with transforaminal posterior atraumatic lumbar (t-pal) spacer implants at all three (3) levels using the t-pal spacer applicator inner shaft. After the 7mm t-pal cage was implanted in the l4-l5 disc space, the surgeon removed the instrument from inside the patient and noticed that a piece of the implant was still attached to the holder. The remainder of the implant stayed implanted in the patient. The surgeon opted to leave the implant alone and continued on with the procedure, which was ultimately completed successfully with no reported delay. This report is 1 of 1 for (B)(4).